Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a balloon rupture was noted on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the noted balloon rupture or reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. Following preparation, a 2.50x20mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion without issues; however, failed to inflate. The procedure was successfully completed with another trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.